Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was repositioned due to high thresholds. After the repositioning the physician obtained satisfactory pace and sense lead functions.